Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that one of the spokes are broken on the left rear wheel.